Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that she was hospitalized due to seizures. The customer reported via phone call that she was having issues with insulin pump. The customer reported hyperglycemia of 31 mmo/l/. The customer reported that she had changed out the infusion set eight times. The customer reported that she was having low blood glucose. Troubleshooting was performed but was not completed at the time of call. The customer reported that the blood glucose level at the time of event was 3.1 mmol/l. The customer's current blood glucose level was 21 mmol/l. The customer treated blood glucose readings with glucose tablets. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.